Event description:
A crack was allegedly found between catheter and lumen. No injury to pt.

Manufacturer narrative:
The device has not been returned to the MFR, at the time, for evolution. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.